Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the staff were experiencing difficulty starting the ivs. The catheters appeared dull and failed to advance. It was further reported that the patients experienced pain upon insertion. No further complication were reported, and no medical intervention was provided.